Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit began making a noise and shut off while on a patient. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date)g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: e2, g2 additional information: e1(event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit making noise and shut off. A getinge field service engineer evaluated replaced the power management board(d670-00-1162) and solenoid driver board(d670-00-1161). I replaced the 9v daughter board battery. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Patient involved. The solenoid control board observed per the cardiosave service manual with no visual damage. The national repair center installed the solenoid control board into the cardiosave test and tested the solenoid control board to factory specifications per procedure number . Verified failure - system will not power up correctly. Solenoid control board will be sent to the supplier for failure analysis . The power management board was observed per the cardiosave service manual revision p with no visual damage. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications and the cardiosave service manual . No problem was found. Power management board will be sent to the supplier for failure analysis per . The new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The boards will be scrapped the fat received , from the supplier. The supplier verified the failure of the unit making noise and shutting off. The supplier replaced components . The board passed testing. Retaining the part in the failure analysis and testing department .the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a